Event description:
It was reported that during left mca middle cerebral artery acute thrombectomy case, when the subject guidewire reached m2 segment, the operator fixed the subject guidewire and advanced the microcatheter but the guidewire was moving forward together with microcatheter. The operator then fixed the microcatheter to retract the subject guidewire but the guidewire was not moving. Tried to rotate the tip of guidewire but failed, so operator slowly pulled the guidewire and microcatheter out together and checked on the table to see the distal of the subject guidewire fractured inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (185cm proximal fragment and 15cm distal fragment). The guidewire was noted to be kinked/bent at 111cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire and platinum coil exposed and broken. The distal fragment was inspected, and the nitinol tubing was broken with the core wire and platinum coil exposed. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped to 45 degree, continuous flush was set up and maintained throughout the clinical procedure. There was no friction/resistance encountered during the procedure. The patient¿s anatomy was severely tortuous. Other devices used in the procedure in conjunction with the subject device was non stryker catheter. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The issue was noted at the distal end of the guidewire. There was no friction/resistance encountered during the procedure. Analysis of the returned device found the guidewire was broken in two fragments (185cm proximal fragment and 15cm distal fragment). Both fragments were found to have the nitinol tubing broken/fractured with the core wire and platinum coil exposed and broken which indicates the device encountered a significant manipulation during the procedure. The guidewire was also noted to be kinked/bent at 111cm from the proximal end. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿unexpected movement of device¿ in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left mca middle cerebral artery acute thrombectomy case, when the subject guidewire reached m2 segment, the operator fixed the subject guidewire and advanced the microcatheter but the guidewire was moving forward together with microcatheter. The operator then fixed the microcatheter to retract the subject guidewire but the guidewire was not moving. Tried to rotate the tip of guidewire but failed, so operator slowly pulled the guidewire and microcatheter out together and checked on the table to see the distal of the subject guidewire fractured inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.